Manufacturer narrative:
This report is submitted on november 7, 2022

Event description:
Per the clinic, the patient experienced an infection at the implant site that was treated with oral and IV antibiotics. The device was explanted on (B)(6) 2022. It is unknown if there are plans to re-implant the patient with another device.